Manufacturer narrative:
Concomitant medical products: unknown medtronic lead; 6947m62 lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic pacing described as a "pulsing in the chest" from the left ventricular (lv) lead. The lv lead polarity was reprogrammed and the lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.